Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD), included in an advisory population, had reached end of life (eol) in august of this year. The patient, who is pacemaker dependent, had missed a follow up appointment. There was concern of available therapies and allegation of premature battery depletion.